Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors and handling. Olympus will continue to monitor field performance for this device.

Event description:
Additional information indicates the normal observation diagnostic procedure was completed without delay using the same device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the bending angle was insufficient due to the elongation of the angle wire. The insertion tube was buckled. A catch was observed during angle operation. The curved rubber adhesive part was missing. The up/down plate, the universal cord, the angle lever, the scope connector, the grip, and the switch box, were all scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the insertion tube was cut on the evis lucera bronchovideoscope. Inspection and testing of the returned device found coating of the image guide coil was peeling off. (1mm2 or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.